Event description:
Dealer called stating that the right and left motor / gearboxes are leaking oil. No injury alleged.

Event description:
Dealer called stating that the right and left motor / gearboxes are leaking oil. No injury alleged.

Manufacturer narrative:
(B)(4) issued MFR report #1531186-2012-00702 indicating that the invacare manufacturing site and registration number as invacare distributed product (1531186). The correct manufacturing site and registration number is invacare (B)(4), #1525712. (B)(4) - no RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 2 years 7 months old. The owner's manual part number 1143190 rev g (jan-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxsp-cg, serial number/date (B)(4) is approximately 2 years 7 months old. The owner's manual part number 1143190 rev g (jan-09), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.